Event description:
Customer states that the clips were stuck. Customer also stated that the number of staples in the unit didn't corresponded with the info on the package. The clips loaded properly. The device did fire but with clip malfunction. The instrument did not lock on tissue. They used another unit. There was unanticipated tissue loss. There was tissue damage as a result of this problem; it cut the tissue. The damage was not irreversible. There was no blood loss of 500cc or more. Surgical time was extended by more than 30 minutes due to the product problem.

Manufacturer narrative:
(B)(4).